Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the pump had emitted unknown alarms that caused the pump to lock up. There is no allegation of an adverse event. This complaint is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings:.during investigation, there were no alarms outside normal use in pump history. No data in pump histories from time of reported alarm due to continued use. No alarms occurred during testing. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.